Manufacturer narrative:
This report is being supplemented to provide updated information based on the customer¿s follow-up response and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. It was confirmed that adhesion of foreign material to forceps elevator and around there could not identify what the material was. The service center also could not specify the foreign material. According to the information obtained, it was presumed that the foreign material remained because brushing of distal end was deviated from IFU which states that all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. The investigation concluded that the reported problem was likely due to incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received by the customer states that the leak occurred during reprocessing. The customer did not perform forcep elevator brushing regularly with maj-1888 (single use soft brush). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing found adhesive on distal end was detached; connecting tube had a buckling; universal cord was scratched; the universal cord was sticky, scope connector cover had a dent; due to wear of angle wire, bending angle in down direction does not meet the standard value; the plastic distal end cover had a dent; angulation was out of specification; the light guide lens had a crack and due to a cut on the distal end, water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal end was leaking on the evis exera ii duodenovideoscope. The issue was found during maintenance. Inspection and testing of the returned device found forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.